Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 350 mg/dl with blurred vison, excess urination, extreme drowsiness, extreme thirst and a headache associated with the pump gaining/losing time. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the pump was gaining/losing time at a rate of more than five minutes per month as compared with an atomic clock. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time loss/gain issue.